Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the catheter revealed catheter body user related hole.

Event description:
The patient had a pump pocket infection. The pump and catheter were removed due to the pump pocket infection. The type of infection was unknown. The patient was treated with antibiotics. The patient status was reported as ¿alive-no injury.¿ the pump was delivering lioresal.

Manufacturer narrative:
(B)(4).